Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885 and its components was performed. The review identified one nonconformance related to the reported complaint during the production or the release testing for lot 504885 and components. See CAPA review section for further details. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885 and its components was performed and identified one lab investigation related to these lot numbers and the reported complaint. Covid rtth polymerase enzyme, part 566850099, lot 502547, failed sample stage 1f quality control (qc) testing due to two reactive negative controls. While this is not directly related to discrepant results, the record does indicate an instance where a sample processed by a complaint component generated a questionable result. However, upon re-testing part 566850099 lot 502547, the component passed qc testing and did not generate any reactive negative controls therefore a product deficiency could not be identified from this DHR review. Additionally, no issues were found during quality control testing for the kit. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885 identified two additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885. One ticket was tied to use error and was closed after troubleshooting with the customer. The other ticket was investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 504885 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that when running the realtime sars-cov-2 assay, 3 samples came up positive with high cycle threshold (CT) values which the customer suspected as false positive results. The customer repeated the same samples with the genexpert system which generated negative results. The negative results were reported out of the lab, therefore suspect realtime results had no impact on patient management. Customer clarified that sample number 3 was a water sample which came up positive; therefore contamination was suspected. Local ambassador instructed customer to clean and follow enviromenal testing. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.